Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing an unknown liberty cycler, fmc cassette, and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization, antibiotic therapy, and transition to hd for rrt. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. However, the pdrn reported the events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the liberty cycler and fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a serious infection which precipitated a transition to hemodialysis (hd). No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (date unavailable) with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal and intravenous antibiotics (drugs, doses, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive (organism unavailable), and the patient¿s pd catheter (not a fresenius product) was surgically removed the same day. The patient was transitioned to hemodialysis (hd) while admitted and following discharge (date unavailable) began outpatient hd. The cause of the patient¿s peritonitis was never discovered. However, the pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient received a transplant several weeks before he was scheduled to restart pd therapy and is currently no longer undergoing any form of rrt.

Event description:
On (B)(6) 2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a serious infection which precipitated a transition to hemodialysis (hd). No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (date unavailable) with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal and intravenous antibiotics (drugs, doses, frequency, duration unavailable). The patient¿s peritoneal effluent culture result returned positive (organism unavailable), and the patient¿s pd catheter (not a fresenius product) was surgically removed the same day. The patient was transitioned to hemodialysis (hd) while admitted and following discharge (date unavailable) began outpatient hd. The cause of the patient¿s peritonitis was never discovered. However, the pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient received a transplant several weeks before he was scheduled to restart pd therapy and is currently no longer undergoing any form of rrt.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown. No product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.